Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right lead was visually confirmed to be fractured and was sticking out of the skin. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the patient's right sided system was explanted to address the issue.